Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product type: {0195-heart valves}; product ID: {l-evolutfx-2329}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the vlv evolutfx-26, there was an occurrence of cardiac tamponade. Subsequently, migration of the valve was revealed after the access site had been closed. Due to the migration, the valve was explanted and replaced surgically.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the vlv evolutfx-26, there was an occurrence of cardiac tamponade. Subsequently, migration of the valve was revealed after the access site had been closed. Due to the migration, the valve was explanted and replaced surgically. Additional information was received that the valve migration was identified via post-implant angiography.